Event description:
Same case as MDR# 2134265-2012-02865, 2134265-2012-02866, and 2134265-2012-02867. It was reported that during a stenting treatment procedure, the patient experienced chest pain and pericardial effusion. The patient presented for elective percutaneous coronary intervention for chronic total occlusion of the left anterior descending artery (lad). Pre-dilatation was performed using an unspecified balloon catheter. A 2.5x28mm promus element plus stent was deployed to the lad at 16atms. A 2nd 2.5x28mm promus element plus stent was deployed overlapping the first stent. A 3.0x24mm promus element plus stent was deployed more proximally overlapping to the lad at 16 atms. Finally, a 2.25x24mm promus element plus stent was placed overlapping the most distal lad stent at 21 atms. The procedure was complicated by perforation of the myocardium at the most distal stent site. Attempts to pass a 3.0x16mm non-bsc stent to the distal perforation were unsuccessful as the stent system became lodged in the proximal lad. The stent graft was deployed overlapping the most proximal lad stent. The distal perforation was sealed with prolonged balloon dilatation with an unspecified balloon catheter. Post procedure bedside echocardiogram revealed a trivial pericardial effusion. There was no evidence of cardiac tamponade. There was a new wall motion abnormality compatible with left anterior descending ischemia or infarct. Patient was transferred to the coronary care unit for observation. Patient had complaints of chest pain that were controlled with analgesics. Patient was continued on dual antiplatelet therapy as well as a beta blocker and statin. Patient's chest pain gradually resolved. Repeat doppler on the following day demonstrated no evidence of pericardial effusion. Post procedure biomarkers showed rise in ck and ck-mb. By three days post-procedure, the patient was free of chest discomfort. Patient had no recurrence of chest discomfort but did describe mild shortness of breath with ambulation. Patient was discharged home five days post-procedure with recommendation for rehab program in 1 month time. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).